Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The product specifications were met. Based on the results of the investigation, the cause of the occurrence could not be identified with the information available from the complaint and the investigation results. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was foggy. The issue was found during a therapeutic laparoscopy which was completed using the same set of equipment. There were no reports of patient harm.